Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient profiles were not crossing over to the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient profiles were not crossing over from cpsi to pyxis system. A field service engineer identified communication failure because of a dead ethernet port at the hospital. Worked with customer to have the customer it team address the issue. Resolution was delayed due to complications with cabling and punch-downs. Once corrected, the ethernet connection was restored, and the station was brought back online successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient profiles were not crossing over to the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.